Manufacturer narrative:
A visual inspection was carried out using the stereoscopic microscope set to x 10 magnification. The lens was cut in half with both haptics intact. The lens was hydrated to facilitate further inspection. Some white particles were seen on the lens; the lens was cleaned with a swab and these particles were removed. The lens carried some punctured marks in the optic, probably because of handling. The cross-sectional inspection of the two halves of the lens were jagged and appeared to be cut to facilitate lens removal. No other defects were noted. A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lenses had been conducted correctly. Batch reconciliation was 100.0%. Additionally, lenstec has not received any other complaints from this batch. After having carried out a detailed investigation of the lens in question, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Lenstec is unable to determine what deposits were seen by the doctor as the lens only carried white particles which resulted from the solution drying on the lens. These particles were easily removed. Lenstec has procedures in place to ensure that only devices which met our final clean and inspection criteria would be shipped to our customers and any contaminated lenses would not have met our criteria. The jagged breaks on the lens appeared to be cuts to facilitate lens removal. [(B)(4)].

Event description:
Lenstec inc received an email stating that "one month post op, the doctor saw "deposits" on the posterior side of the lens. Could only be visualized at slit lamp. We performed an iol exchange. This lens- looks clear now is available to come back" the incision was not enlarged to remove the iol and there was no patient injury".